Event description:
The complainant reported a patient on impella support with a cp pump. The complainant reported that the physician did not advance the reposition sheath the physician sutured the wings of the peel away sheath, but not with forward tension as recommended. The repositioning sheath was advanced to meet the hemolytic valve and was secured. The site was dressed and the leg immobilized, and the patient was taken to the intensive care unit (ICU). Upon transfer, the placement signal low alarm occurred. The site eventually bled. The patient eventually arrested and was in pulseless electrical activity before expiring.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Asae /major bleed: the cause of the access site adverse event was not determined due to insufficient clinical details. Cardiac arrest: the root cause of the injury was unable to be determined due to insufficient clinical details.